Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent pseudo articular surgery with a trochanteric fixation nail-advanced (tfna) nail implant for her femur. After respective insertion phase for a blade, agmt device, locking screw and endcap, upon image intensifier, the nail edge part was turned out to busting through anterior cortical bone, and being out of bone. Once the nail implant was extracted for temporary coordinate of aperture, decortication of nonunion and reduction, and then, the implant started over to be inserted, lastly adjustment for the agmt was accompanied. The surgery was completed successfully with extra 120 minutes or so. Patient outcome is reported as stable. No further information is available. This report is for one (1) 12mm/130 deg ti cann tfna 340mm/right-sterile this is report 1 of 1 for complaint (B)(4).